Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a loss of therapeutic effect, shocking/jolting and tenderness at the device site. In addition, the patient programmer battery would go low and she would then receive a twitching from her device. The patient was redirected back to her physician. Further information has been requested from the healthcare professional.